Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a sudden change in therapy that was occurring daily. There were no falls or traumas that could have been related to this issue. The patient had 2 programs and on both programs he was able to have stimulation on the left, but not the right. The patient had increased stimulation but still did not feel stimulation on the right. It was noted the patient stated a doctor told him he had a pulled muscle on the right side of his body. Relevant medical history included failed back surgery syndrome. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.